Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted: (B)(6) 2012; dtba1d1 crt-d, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission noted a lead impedance warning on the left ventricular lead, lvring to rvcoil. The lead remains in use. Undersensing on the atrial lead was also noted. The device is programmed vvir. The atrial lead remains in use. No patient complications have been reported as a result of this event.